Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through medical records review. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single coronal CT image of the shoulder shows reverse shoulder arthroplasty glenoid component abnormal orientation (superior tilt) with baseplate not flush with the glenoid suggesting loosening and pullout. Suspect fracture of superior baseplate screw. Soft tissue opacity superior and lateral to the artificial shoulder joint suggests possible fluid collection. No dissociation is confirmed on the single coronal CT image provided. Infection is possible but is neither confirmed or excluded on the single coronal CT image provided. A definitive root cause cannot be determined with regard to the component loosening. Additionally, it was determined that no device problem was found related to ho and infection; therefore, the reported event was unrelated to the reported devices. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient had a shoulder revision due to suspected infection and component loosening/dissociation. All components were removed except the humeral stem. The procedure was completed by converting the patient to a hemiarthroplasty by adding a taper adapter and humeral head to the original humeral stem. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia d10: concomitant medical products, part (lot): -110032420 (66638102) -115395 (66542232) -180552 (66817151) d10: associated product information, part (lot): -110030776 (66072594) -110031427 (66138558) -110031399 (66714727) multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. The customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.